Manufacturer narrative:
Information regarding the first loss of the restoration was not provided; however, the restoration was re-cemented on (B)(6) 2013 and had debonded a second time on (B)(6) 2013 while the patient was eating. To date, the patient is doing fine. A new restoration will be re-cemented on (B)(6) 2013. The product was not returned and the lot number provided was for the optibond xtr primer. The complainant was contacted but could not recall any further specific product information. Kerr qa evaluated a retain sample of optibond xtr adhesive from lot number 4694063 which was associated with the provided optibond xtr primer lot number and expiration date. The retained sample was evaluated for adhesive strength, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A patient had experienced the loss of an onlay on two (2) separate occasions after placement with optibond xtr adhesive and nx3 dual cure clear cement.

Manufacturer narrative:
A new onlay was cemented for the patient on (B)(6) 2013 using a different product, without further incident. To date, the patient is doing fine.